Manufacturer narrative:
Medwatch sent to FDA on 07/sep/2016. In response to FDA report number mw5063835. (B)(4). The device has not been returned for analysis. All of the physiological events affecting the patient's child have been coded as (B)(4). The patient reported (B)(4) for this side, however, the event description notes the device only migrated on the contralateral side. This event is reported on report number 9617229-2016-00107. The events of "strange illnesses", "mold growing throughout my body and eating sores thru my face", "hard to lay down and sleep because its cold and damp to touch my skin and I feel like I am going to drown when I lay down", and all of the events affecting the patient's child are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional information has been requested from the patient, including contact information from the patient's physicians and specific device information. The patient has not responded to these requests made via phone call or certified us mail. The event of pain is addressed in the labeling as follows: pain of varying intensity and length of time may occur and persist following breast implant surgery. In addition, improper size, placement, surgical technique, or capsular contracture may results in pain. Patients should be advised to contact their surgeon if there is significant pain or if pain persists. The event of teratogenic effects is addressed in the labeling as follows: there have been concerns raised regarding potential damaging effects on children born of mothers with implants. A review of the published literature on this issue suggests that the information is insufficient to draw definitive conclusions.

Event description:
Patient reported they had saline breast implants placed in 1998 and ¿since then I have had a long, strange series of health problems¿. The patient gave birth to her fifth child in 2003 and noted ¿she is the only one of my children I had the implants with and she also has strange illnesses¿. The patient reported they had ¿an unexplained complete hysterectomy in 2007, then had gallbladder removed in 2009¿. The patient reports they now ¿have mold growing throughout my body and eating sores thru my face¿, and they are ¿deathly ill¿. The patient reported also reported ¿my daughter started getting bad headaches when she was still a toddler. She has been rocking since she could sit up and sways back and forth when standing. She started developing breasts and started menstruating when she was [redacted]. She has chronic stomach aches and vomiting, chronic headaches, tremors since she was a newborn, chronic fatigue¿. This record is for the left side.